Event description:
A report was received that the patient had an infection at the ipg pocket site. The pocket was drained and packed. The patient was administered oral antibiotics and is recovering. The physician feels that the infection was device and procedure related.

Manufacturer narrative:
The returned ipg passed performance and visual inspection tests performed. There were no reported complaints regarding the functionality of the device. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted ipg found them to be satisfactory.

Manufacturer narrative:
Additional information was received that the patient bad personal hygiene.

Event description:
A report was received that the patient had an infection at the ipg pocket site. The pocket was drained and packed. The patient was administered oral antibiotics and is recovering. The physician feels that the infection was device and procedure related.

Event description:
A report was received that the patient had an infection at the ipg pocket site. The pocket was drained and packed. The patient was administered oral antibiotics and is recovering. The physician feels that the infection was device and procedure related.

Event description:
A report was received that the patient had an infection at the ipg pocket site. The pocket was drained and packed. The patient was administered oral antibiotics and is recovering. The physician feels that the infection was device and procedure related.

Manufacturer narrative:
It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg pocket site. The pocket was drained and packed. The patient was administered oral antibiotics and is recovering. The physician feels that the infection was device and procedure related.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The infection is resolving and the recovering. A review of the sterilization documentation for the explanted devices found them to be satisfactory.